Event description:
Upon arrived to oic, one ambulatory bag filled with imipeneme/cilastatin 3 grams/ 0.9 percent sodium chloride 1220 ml leaked due to tubing bodyguard tubing cracked at connection below spike. Ref: a120-160xps; lot: 19096 exp 06/01/2021.